Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED's asi is flashing red, and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Evaluation of the AED and associated battery pack confirmed the reported issue of a depleted battery. However, the root cause of the battery depletion could not be determined. During bench testing, a new battery was installed and a manual self-test was performed. The AED functioned as designed and successfully passed all functional testing.